Event description:
The dr clams that during an abdominal aortic aneurysm procedure, approximately less than 10cc of blood leaked through a pinhole found in the graft's bifurcation. The hole was stitched closed, the leakage stopped and the procedure was continued successfully. The graft was left in. The pt was not adversely affected. The pt's condition is fine.